Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure after the lead read reached target position, thresholds measurements were not ideal. After being retracted, the helix had tissue adhered to the lead. The helix was blocked and could not extend. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix lightly bent. Tissue is visible on helix and sleevehead no further helix function tests can be tested. If information is provided in the future, a supplemental report will be issued.